Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased sensing integrity counter (sic) and was noted with noise. The lead remains in use. No patient complications have been reported as a result of this event.